Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle loosened from the suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Representative samples were returned for evaluation. During the visual inspection of the samples, the swage and attachment area were as expected. The sutures were dispensed without problem and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no attachment defects were found, and the tested samples met the finished goods requirements.